Manufacturer narrative:
Correction to implant date: no information. Continued additional email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "device is found deformed."

Event description:
Healthcare professional reported left side "device is found deformed", "perspiration and capsular contracture (baker grade ii). The device has been replaced.

Event description:
Healthcare professional reported left side "device is found deformed", "perspiration and capsular contracture (baker grade ii). The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: capsular contracture : capsular contracture: unable to observe since it is a medical event and is not related to the device. Gel bleed: not observed, the device has an opening, and the barrier layer of the shell is observed which prevents the event of gel bleed. Deformation: unable to observe as the device has an opening. Additional observations: observed, one opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification) no penetrating nick ( stress marks) observed on the device additional, changed, and/or corrected data: b5, d9, h3, h6.